Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an end of life indicator (eol). There is a concern that the battery depleted earlier than expected.